Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up for this patient, device interrogation identified noise and oversensing which resulted in a three second pause in pacing. The patient was having carpal tunnel surgery at the time of the episode. It was noted that the noise did not look as if it was due to cautery; however, the noise could not be reproduced during clinic testing. The patient will continue to be monitored. No adverse patient effects were reported.